Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient underwent emergency surgery to place a drain in lumbar spine to correct the formation of hematoma using rhbmp-2/acs. Reportedly, status post the third surgery patient continued to suffer intense pain and was forced to walk with a cane. Patient suffered from pain in her middle and lower back as well as burning sensations down her left leg. Since her last surgery patient has lost most of the sensation in her left leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.